Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted after the atp was delivered the rhythm was accelerated. Six shocks were delivered in the ventricular tachycardia (vt) zone and therapy was exhausted. This crt-d remains in service. No adverse patient effects were reported.